Manufacturer narrative:
Visual inspection of the articular surface confirmed that the spine is fractured. The anterior surface shows discoloration and wear marks. Posterior surface is chipped at various places. Nicks and gouges can also be noted on the component. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. With the information provided so far; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon receiving further information. Nexgen lps-flex mobile and lps-mobile bearing knee systems package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to a broken post on the articular surface.